Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cuff of this artificial urinary sphincter (aus) underwent thorough analysis. The cuff passed both visual inspection and leakage test. The cuff kink resistant tubing (krt) passed the visual inspection. The allegation of mechanical issue and hole/perforate is unable to be confirmed. Based on the information available, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed during which a crack in the cuff connecting tube was found. The cuff was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed during which a crack in the cuff connecting tube was found. The cuff was removed and replaced. No patient complications were reported.